Manufacturer narrative:
It appears that a diode failed, resulting in enough heat to melt a portion of the switch housing. The supplier of the switch has enacted several CAPA initiatives since this switch was manufacture to eliminate the recurrence of this event.

Event description:
It was reported that switch remained "on" at all times when connected to a power supply.